Manufacturer narrative:
Batch review performed on 13 nov 2025 lot 2515373: (B)(4) items manufactured and released on 06-aug-2025. Expiration date: 2030-jul-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: although the root cause cannot be confirmed, the screw breakage was most likely due to unintended excessive loading combined with application-specific factors such as hard or sclerotic bone conditions. There is no indication that any device-related issue caused or contributed to the event, and the device history record review did not identify any potential manufacturing-related issues.

Event description:
The prongs of the glenoid polyaxial locking screw deformed during screw insertion in the superior part of the baseplate using grs glenoid polyaxial screwdriver (ref04.01.10.0646) for screw insertion andmodular screwdriver - t10 tip - small ao(ref04.01.10.0270) for final tightening. The screw had to be cut off. The issue caused 30 min delay (tot time surgery 120 min). Patient & rsquo's bone quality reported to be firm.